Event description:
It was reported that the atrial lead appeared to be undersensing and that the ventricular lead had t-wave oversensing. The device atrial and ventricular sensitivites were reprogrammed. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.